Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was from the proximal left anterior descending (lad) to the first diagonal branch. Unknown if the lesion was de novo. The vessel was highly calcified. There was 75% stenosis. Coronary intervention was conducted to treat the target lesion. Initially, a 3.0x18mm cypher stent (lot unknown) was implanted at the target lesion in the proximal lad. Then, in order to treat the target lesion to the first diagonal, a 2.5x23mm cypher stent (lot i1106194) was opened from the package and removed from the protective sheath. Physician observed the distal edge of the stent to be flared. Therefore, a 2.5x18mm cypher was used and implanted instead. There remained untreated lesion because the short stent was used due to stock shortage. The procedure was finished. There was no reported patient injury.